Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the stent found that on row 5 and 6 from the distal end of the stent; stent struts were squashed and slightly flared. This type of damage is consistent with stent encountering resistance in an attempt to cross a calcified lesion. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that a slight hypotube kink 135mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed november 13, 2016. It was reported that failure to cross occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm balloon. A 16x3.50 promus premier¿ drug eluting stent was advanced; however, the device could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Returned device analysis revealed stent damage.